Event description:
It was reported that the video system center had distorted images. The issue occurred during an unspecified procedure that was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
The customer contacted olympus technical assistance support (tac) via phone. Troubleshooting was performed by cleaning the gold contacts with iso and the issue was resolved. The device will not be returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.